Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer customer tried to use the device, it was noted that the swivel (the root of the arm) was stiff and didn¿t move. The customer forced to move it and completed the procedure with the device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25137154, 25137090, and 25138647 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. No visual defects were observed. The biscuit was observed to be intact. The device was evaluated for its mechanical function. With the locking lever engaged and the knob tightened, the biscuit locked in place and could not be moved as expected. When the knob was moved counter clockwise, the biscuit was able to freely move and the arm could be moved side to side, no resistance that can be considered as abnormal was observed. A reference device was used to compare the biscuit and there were no differences observed with the device. Based on the return condition of the device and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer customer tried to use the device, it was noted that the swivel (the root of the arm) was stiff and didn't move. The customer forced to move it and completed the procedure with the device. The hospital did not report any patient effects.